Manufacturer narrative:
Products involved in incident (glucocard expression meter (serial no.: (B)(4)) and returned strips (lot no.: b4s1903003)) were returned for evaluation to arkray (importer and complaint handler). Meter, returned strips and retain strips performed to specification. No failures detected. Evidence are attached with file name "arkray evaluation (meter - el573427)". Apex (manufacturer) performed evaluation to specification with retain meter of the same batch and retain strips of the same batch. No failures detected. Evidence are attached with file name "apex evaluation (retain meter & retain strips)".

Event description:
Customer called because his wife was receiving variances when performing a blood test. The readings she received were around lunch time. She stated the reading was lo, then a few minutes later received 302, then again received 289. These readings were in b & c zones per parkes grid. Customer stated that each reading was one minute a part. El573427. Lot b4s1903003 - 2020-12-05 - 50ct. Opened test strips about a month or less ago. Customer is not receiving any oxygen therapy. Caller doesn't have trouble getting a sample of blood but one time a week she'll get an error message that there's not enough blood. Washes her hands with soap and water. She also uses alcohol wipes. Caller doesn't change the lancets every time she tests. She stores in the dining room about 20 feet from the kitchen and there's a divider between the rooms. Seals bottle cap tightly and immediately after removing a strip. Customer doesn't have control solution. She uses fingertip as a testing site. I walked the customer through a blood test, and she received a reading of 276. Replaced meter, strips and sent return label.